Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve did not meet the requirements for leak testing due a tear observed in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. Approximately 18 cm of the ventricular catheter was returned. Approximately 86 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted approximately a month prior and was explanted on (B)(6) 2016. According to the report, the device malfunctioned and had resistance. Reportedly, the device would clear after irrigation under high pressure, but would fail again. It was stated that the device was replaced and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.